Manufacturer narrative:
(B)(4). According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty?: a systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia in this case, is related to stiffness and significantly decreased rom (10-70 degrees) due to postoperative adhesions / scar tissue formation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a manipulation under anesthesia approximately 6 months post-operatively. Due to stiffness attributed to lack of physical therapy due to covid-19 restrictions.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-0034.

Event description:
It was reported that a patient experienced post-op stiffness due to lack of physiotherapy due to covid-19 restrictions 6 months after the procedure. The event was resolved 6 days later. Attempts have been made and no further information has been provided.